Event description:
The reported problem involves our top cover spare part component used on the (B)(4). Infinity docking station (ids) device that is used with our pt physiological pt monitors, when attached provides ac power and networking capabilities. The customer has reported a problem with our top cover component (p/n 726814) spare parts kits for the infinity docking station (ids) device. The customer reported that after the installation of the top cover kits on their docking stations that the top cover pulled apart causing the monitor to separate from the ids base unit. (B)(4).